Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that detached sensor wire occurred. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.